Event description:
It was reported when using then bd pyxis¿ medstation¿ es, patient medications and orders were not crossing to the station. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medications and orders were not crossing to the station. The technical support specialist found orders were not crossing due to device being set to non-profile mode and confirmed that the analyst made changes, verified with the customer that the device was receiving orders. The system functioned as intended after the analyst troubleshot the device.